Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report, b5: describe event or problem, d4: additional device information, d9: device availability, g3: date received by manufacturer, g6: type of report, h1: type of reportable event, h2: follow up type, h3: device evaluated by manufacturer, h4: device manufacturer date, h6: adverse event problem, h10: additional narrative. It was reported, that patient had a sinus perforation at site 27. The patient had type IV bone density. The procedure was not completed with the placement of another implant in the same surgery. Patient history unknown. Zimvie received one (1) tsv4b8, (imp, tsv, 4.1mm, sbm,8) for evaluation. Visual evaluation / functional test was performed. The implant had signs of use with markings from removal. No damage identified or signs of malfunction that would have contributed to the event. Measurements match drawing. DHR review was completed for the subject lot number 1215085. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed, for the reported lot number 1215085 for similar events and no other complaint was identified. Review completed utilizing keywords: dental, medical: perforated sinus. Based on the investigation and risk management file review, the most likely root cause determined, from the investigation was patient factors and inadequate treatment planning. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable with all the available information provided. No further investigation or immediate CAPA /hhe/d escalation is required, as the complaint investigation did not confirm, the products were nonconforming at the time of distribution. And no new failure mode, harm or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number (B)(4). E1: reporter email address unknown / not provided.

Event description:
The doctor reports a sinus perforation at dental position number #27 and bone type: IV. The procedure was not completed with the placement of another implant in the same surgery.